Event description:
The reporter stated a cc4204bf collamer single piece lens was torn. There was no pt contact. The facility was unable to provide any add'l info. If add'l info is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B) (4): eval results - (other): visual inspection of the returned product found no visible damage to the lens. The lens was returned dry. Conclusions: based on the complaint history and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge, and foam tip plunger were not returned for eval. (B) (4).